Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 3, while the hp was connected. The hp did not connect the heater bag tight enough to the line. As a result, a leak occurred at the port of the heater bag. The hp was going to disconnect for the night and finish the therapy using manual supplies the next day. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) did not connect the heater bag properly. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.